Event description:
It was reported that the patient presented in the emergency room (ER) due to presyncope. Upon interrogation, it was found that the pacemaker (pm) exhibited pacing inhibition due to noise over-sensing. Noise reversion was noted. Programming changes were made. Patient was discharged.